Event description:
A hospital in (B)(6) reported that capacitor c22 on an iw930 cosycot infant warmer was faulty and requested preventive maintenance for the unit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw930 infant warmer was received at fisher & paykel healthcare (fph) office in (B)(4), where it was inspected by a trained fph technician. Details of the service findings were supplied to fph (B)(4). Results: during servicing at our french office the power fail alarm was found to be faulty due to a failed c22 capacitor on the power board. No other issues were found during servicing of the infant warmer. Conclusion: the subject infant warmer unit is about 12 years old and it is likely that the replaceable super capacitor on the pcb board had simply worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The warmer unit was repaired by replacement of the supercap and was returned to the customer after passing the prescribed electrical safety and performance tests.